Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that she is unable to code the one touch ultra meter. The reported issue started approx 1 week ago. The complaint is classified based on the documentation of the customer care advocate (cca). On the same day at around 4:30am, the patient had perceived low glucose reading (unspecified blood glucose reading) when he had symptoms described as "perspiration and grogginess." The patient administered self-treatment by taking food/beverage. The patient did not take any other action in regards to diabetes treatment. During troubleshooting, the reported issue was resolved with training. The complaint is being reported because the patient experienced symptoms after the reported issue started a week prior to contacting lfs. The meter, test strips, and the control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.